Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was not feeling stimulation while therapy was on. Patient stated in (B)(6), she had device turned off because of having surgery and early (B)(6) they put 4 new programs on and turned the device back on. Since that time, she was leaking 30 second. Her bladder leaked a little bit. She was not sure if stim was not high enough and it was only at 1.9v. She went through all the programs. It was also reported that she could not connect the implantable neurostimulator (ins) with her patient programmer. A poor communication was noted. It was indicated she used a detachable antenna. Patient was instructed to use antenna and sync with the ins on the day of this call but this did not resolve the report issue. Patient later called back and stated that she decided to change the patient programmer(pp) batteries and it was now working, so she no longer needed replacement pp. Additional information from the patient reported that they were having pain and their healthcare provider (hcp) believes the ins may have moved.

Event description:
Additional information from a healthcare professional (hcp) reported the patient was seen on (B)(6) for a physical exam and the patient had muscle spasms of the left sacroiliac joint. The hcp noted there was no involvement of the interstim battery and no causing effect of the battery or interstim. The patient was given medrol dose pack, heating pad, and a muscle relaxant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.